Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The air bubbles is located on reservoir and approximate size of air bubbles is larger, about a quarter inch. The customer stated the pump was not rewound with a reservoir in place. The customer was offered to troubleshoot for bubbles on current infusion set and reservoir but declined.